Manufacturer narrative:
As reported, the mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The devices were not returned for analysis. The device history record (DHR) reviews of lot f1821501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the failure to deploy events reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1821501) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. The device will not be return for evaluation.

Manufacturer narrative:
Additional information received indicates that the mynx vcd was prepped according to instructions for use (IFU). The device was not storage temperature exceeded 25 °c. Hemostasis was achieved with manual compression for 15-minutes and a quick clot. The patient's hospitalization was not extended as a result of the event. The patient recovered. As reported, the mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. The vessel type was arterial. The mynx vcd was prepped according to instructions for use (IFU). The device was not stored in a temperature that exceeded 25 °c. Hemostasis was achieved with manual compression for 15-minutes and "a quick clot." The patient's hospitalization was not extended as a result of the event. The patient recovered. The devices were not returned for analysis. The device history record (DHR) reviews of lot f1821501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the failure to deploy events reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. This is one of two products involved with the reported event and the associated manufacturer report numbers are 3004939290-2018-00826 and 3004939290-2018-00827.